Event description:
The pt rec'd his scs system on (B)(6) 2004. It was reported that he is without stimulation and unable to communicate with his ipg using the programmer. In an effort to resolve this matter, a replacement programmer was shipped to the pt. Follow-up found that the issue persists with the use of the replacement unit. It is believed that the pt's ipg has reached end of life. Plans regarding surgical intervention are pending. The serial number for the pt's ipg is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.